Event description:
It was reported that during insertion in neuroscience, the guide wire deformed when attempting to place the catheter over it into the pt. As a result, the set was replaced. There was no reported delay, death, or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).